Event description:
It was reported that a bad air detector (unknown/no patient injury) was experienced.

Manufacturer narrative:
Other, other text: h6: updated. H10: a product sample was received for evaluation. Visual and functional testing were performed. The physical appearance of the device and tamper seal were found to be intact. The event log identified that error messages had occurred. Upon functional testing, the reported problem was duplicated. Replaced the air detector. The root cause was found to be a faulty air detector. A device history report review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The air detector was replaced., corrected data: d4: model number: 6400